Event description:
Caught fire-oral b power toothbrush [device catching fire]. Broke-oral b power toothbrush [device breakage] . Case narrative: consumer email stated that the braun electric toothbrush caught fire and broke. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.